Event description:
It was reported that a patient presented with headache, dizziness, and some return of spasticity. A single tone alarm was heard once a day that ¿sounded muffled.¿ it took the patient 7 days to recognize it was a single tone alarm. The patient had a catheter dye study performed and the healthcare professional (hcp) was unable to aspirate any csf (cerebrospinal fluid). The hcp suspected a catheter problem which was confirmed to be catheter occlusion and planned on doing a catheter revision/replacement tentatively scheduled for (B)(6) 2015 and later changed to (B)(6) 2015. The patient required hospitalization and oral baclofen administration. A pump problem was reported. The actual residual volume (arv) was greater than the expected residual volume (erv). The volume discrepancy was due to the pump not being updated correctly at the previous refill. The pump at implant had 40 ml¿s placed in it, at the refill in september, only 20 ml¿s were added, but the volume that was still in the pump was not included in the total volume calculation, leading the pump to read an expected volume of 1.3 ml and an actual volume of 21.3 ml. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A corrective MDR was initiated because information that pertained to this event had been included in a related report. These events were previously reported in a related regulatory report, see MFR # 3004209178-2015-04771. (B)(4).

Event description:
It was reported that a patient presented with headache, dizziness, and some return of spasticity. A single tone alarm was heard once a day that "sounded muffled." It took the patient 7 days to recognize it was a single tone alarm. The patient had withdrawal symptoms of drowsiness and double vision. The patient had a catheter dye study performed and the healthcare professional (hcp) was unable to aspirate any csf (cerebrospinal fluid). The hcp suspected a catheter problem which was confirmed to be catheter occlusion and planned on doing a catheter revision/replacement tentatively scheduled for (B)(6) 2015 and later changed to (B)(6) 2015. The patient required hospitalization and oral baclofen administration. The patient was suffering from severe withdrawal and was given 10mg of oral baclofen and then 20mg of oral baclofen 2 hours later. A pump problem was reported. The actual residual volume (arv) was greater than the expected residual volume (erv). The volume discrepancy was due to the pump not being updated correctly at the previous refill. The pump at implant had 40 ml's placed in it, at the refill in september, only 20 ml's were added, but the volume that was still in the pump was not included in the total volume calculation, leading the pump to read an expected volume of 1.3 ml and an actual vol ume of 21.3 ml. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced spasticity and somnolence. The location of the catheter issue was unknown and no revision occurred (B)(6) 2015 as scheduled. The patient reportedly recovered without permanent impairment. Pending "17 0 mp [illegible] for revision/replacement." It was not known what other medications the patient was taking at the time of the event. It was unknown how the patient was doing currently.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter found a catheter body kink, and damage to the transition tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that while performing the pump and catheter replacement, the surgeon reported seeing two pump securing sutures in the pump pocket that were tied around the catheter. The surgeon thought this may have been the contributing factor to this patient's symptoms. The patient recovered without sequela. The reason for the device removal was gradual loss of therapy. The reason for the catheter removal was catheter occlusion with suture to pump in pocket.